Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. Is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10mg/ml morphine at 0.06mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was found to have a catheter that migrated. The catheter was revised back in (B)(6) 2017. The pump was left with 10mg/ml morphine and put into minimum rate. The patient had reported pain for some time now. No further complications were anticipated/reported.